Manufacturer narrative:
The patient had participated in a trial phase with nalu prior to implanting the permanent system. It is possible that the ipg implant location is slightly different from the position chosen during the trial phase, causing the symptoms reported. There are no reports of any issues with function of the system or the therapy being delivered. The cause of the discomfort appears to be related to a malposition of the implanted ipg component which was not appropriate for the patient's body structure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat bilateral shoulder pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the suprascapular nerves. After using the system, the patient reported that the placement of the ipg was uncomfortable and did not allow the external components to seat flush against the skin. The patient requested to have the ipg moved to a more comfortable location. On (B)(6) 2025 a surgical procedure was performed with the intention of repositioning the ipg to a more comfortable location per the patient's request. During the procedure the components sustained handling damage and all implanted components required replacement. The new ipg was placed in a more lateral position on the shoulder area with the new leads targeting the axillary nerves.